Manufacturer narrative:
D10: concomitants: (B)(6) 02-020-11-0230 - truliant ps cem fem ps cem left sz 3. (B)(6) 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t. (B)(6) 200-07-32 - advanced patella 32mm 3 peg implant. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated report: 1038671-2023-00590. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported via legal documentation approximately 45 months after bilateral total knee replacement surgery a patient experienced increasing recurrent effusions and decreasing range of motion with increasing pain and subsequently underwent a left knee revision procedure. A revision operative report was provided. Post operative diagnosis noted: failed bilateral knee arthroplasty secondary to polyethylene wear and subsequent aseptic femoral loosening. Intraoperatively the surgeon observed osteolytic debris in the synovium. The patella was noted to be well fixed. The insert was removed, and the tibia was noted to be solid. The femoral component was dis-impacted from cement mantle and noted to be likely secondary to the longstanding synovitis and inflammation from the polyethylene wear. There were no medical or surgical interventions reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported was likely the result of the reported loss of range of motion and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Failure of the cement used to secure the femoral component to the femoral bone, may have led to loosening at the cement-bone interface and/or cement-implant interface; however, this cannot be confirmed as the devices were not returned for evaluation. The reported prosthesis wear could not be confirmed from the provided images. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.